Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s family member reported hearing an alert from the implantable cardioverter defibrillator (ICD). The patient had bradycardia and fell, hitting the patient¿s head. The patient was reported to have one dizzy spell. The right ventricular (rv) lead had loss of capture with high thresholds and oversensing with non-sustained noise events. The lead had high/ undefined impedance. Isometrics was performed and the noise was reproducible with arm movement. The lead had a confirmed fracture. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.